Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message. Patient faced a blood glucose result of 59 mmol/l on an unknown meter was diagnosed with dka. She was hospitalized for one week. Patient was given insulin while at the hospital, name, type, and dosage is unknown. The infusion device was requested to be returned for product evaluation.